Manufacturer narrative:
During implant, activation, and reprogramming there were no indications of any system or component failure. No imaging was performed to confirm placement of the nalu system prior to explant, thus it is unknown if any of the components migrated at any point. Reason for lack of efficacy is unknown and patient no longer wished to use the system after undergoing spinal fusion.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Within the first 3 months after activating the nalu system, the patient reported receiving minimal benefit from the system and requested reprogramming. Reprogramming was not successful in attaining a satisfactory level of pain relief for the patient and in (B)(6) 2025 the firm was informed that the patient was scheduled for spinal fusion and subsequent explant of the nalu system. Multilevel spinal fusion was performed on (B)(6) 2025 and the nalu system was explanted on (B)(6) 2025.